Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain, loosening, and metallosis. Update 02/10/2017: pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported elevated metal ion levels, cyst formation, osteolysis, and significant amount of corrosion at the trunnion. The primary surgery noted a crack in the proximal femur when placing the corail stem. Updated part/lot on head and liner and added stem. The complaint was updated on: 03/06/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received.

Event description:
Litigation alleges patient suffers from pain, loosening, and metalosis. Update 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported elevated metal ion levels, cyst formation, osteolysis, and significant amount of corrosion at the trunnion. The primary surgery noted a crack in the proximal femur when the corail stem. Updated part/lot on head and liner and added stem. The complaint was updated on: 03/06/2017.